Manufacturer narrative:
The magnesium reagent lot number and its expiration date were not provided. The field service engineer inspected the module and replaced the rinse tubings, vacuum bottles, waste valves, and diaphragms. The investigation is ongoing.

Event description:
The initial reporter received questionable magnesium assay results for two patient samples tested on the cobas 8000 c702 module. Patient sample 1: the initial result was 0.13 mmol/l. The repeat result from another line was 0.8 mmol/l. Patient sample 2: the initial result was 0.27 mmol/l. The repeat result from another line was 0.96 mmol/l.